Event description:
The customer reported that the system had mixed and missing images in the image directory.

Manufacturer narrative:
(B) (4). The ge service rep reloaded the software. The system now operates as intended.